Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced hematuria and dysuria; "dark amber to blood colored urine. Burning with urination". The patient was treated with antibiotics on (B)(6) 2015 and the event was considered resolved on (B)(6) 2015. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Additional information/corrected information.

Event description:
Additional information received stating the during the patients most recent clinic visit "the patient reported that she was prescribed bactrim but she never filled the rx. The patient stated that this problem resolved on it's own." No further patient complications have been reported in relation to this event.